Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes are not filling properly thus resulting in underfill and poor suction resulting in no vacuum."

Manufacturer narrative:
H6. Bd received 768 samples from the customer in support of this complaint. The 768 samples were inspected with no issues being identified. Additionally, functional testing was performed on 10 sample tubes along with 10 retention samples from the bd inventory and, the issue of underfill was not observed as as all tubes were within specification limits. The 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the sample or retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes are not filling properly thus resulting in underfill and poor suction resulting in no vacuum."